Event description:
It was reported that the patient¿s lead was replaced due to high impedances on (B)(6) 2014. It was believed that the lead was the cause of the high impedances because the lead was tested with the multi-lead trialing cable and the lead was replaced. A second lead was also added during the replacement surgery. The existing implantable neurostimulator (ins) was kept. Since the revision, the patient experienced a painful sensation at the pocket site. The patient was also not feeling stimulation in the correct location. It was noted that it was unclear if the patient was not feeling stimulation at all, or if the patient felt stimulation but in the incorrect location. Impedances measured on (B)(6) 2014 were within normal limits. The leads were going to be imaged on (B)(6) 2014. The patient outcome was not known at the time of the report. Additional follow up is being performed and a supplemental report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information indicated the patient was receiving effective therapy following the lead revision.